Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10: updated b2 and b5.

Event description:
It was reported a patient initially implanted with a 19mm aortic valve for 4 years 3 months had a valve in valve procedure due to severe stenosis. The patient is symptomatic with acute kidney injury. A 26mm replacement device was implanted in the patient. The procedure was completed without complications. The current patient status is unknown.

Manufacturer narrative:
H10: updated: a4, b7; h11: correction; results code

Manufacturer narrative:
H10: updated b6.

Manufacturer narrative:
H10: updated method codes; h11: corrected information;  b5: secondary procedure was not completed.

Event description:
It was reported a patient initially implanted with a 19mm aortic valve for 4 years 3 months is being considered for a valve in valve procedure due to severe stenosis. The patient is symptomatic with acute kidney injury. The current patient status is unknown.

Manufacturer narrative:
(B)(4).   Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 19mm 3300tfx aortic valve for 4 years 3 months is being considered for valve in valve procedure due to stenosis. The patient has not been scheduled for a secondary procedure. The current patient status is unknown.